Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since the beginning of (B)(6) 2020, the patient was experiencing stimulation in places they weren't normally feeling stimulation. The patient confirmed that they had fallen on (B)(6) 2020, and saw their physician around mid-(B)(6) 2020. The physician redirected the patient to meet with a manufacturer representative (rep) to have the device checked. In turn, patient services redirected the patient back to the doctor to schedule that appointment with the rep. It was noted that the patient was taking oxycodone.